Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 1/31/25 an ilet user reported they experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on (B)(6) 2025. The user experienced a severe low bg event on (B)(6) 2025 after performing a supply change. The bg dropped to 30 mg/dl, and despite treating with dr. Pepper, candy bars, and glucose tabs, it remained low. The user passed out, and ems treated them on-site with glucose via IV. By the time they reached the hospital, their bg had risen to 160 mg/dl, and they were released without further treatment. Upon reviewing the ilet device logs, it appeared that the rewind step was not completed during the supply change, leading to an excessive insulin dose. The user admitted that they may have forgotten the rewind step due to memory issues. After discussing the event and the process, the user is comfortable continuing to use the ilet system and requested additional training for both themselves and their husband.